Event description:
A customer reported that a knife was examined under a microscope, prior to a procedure, and was determined to be dull. The knife was discarded and did not come into contact with the pt. This is the third of eight reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).